Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 04-dec-2023 and forwarded to millyard advanced medical products, llc on 05-dec-2023. The hospital pharmacist reported on 03-dec-2023 that the patient was currently in the ER. The patient's pump alarmed eight minutes ago with an error code for a potentially recoverable condition. The patient's other pump had alarmed with an error code for a condition that is not recoverable. It was not reported if troubleshooting was attempted on either pump. The patient was discharged on 04-dec-2023 on the remunity pump for remodulin. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 22-dec-2023 (report number 3016798778-2023-00080). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that adjust pump attention, pump failure cassette problem, and cassette depleted alarms were generated on the days leading up to and on the date of the complaint. During investigation, fluid ingress was observed to be the cause of the alarms. Logs from remote (B)(6) (paired with pump (B)(6) show that pump error alarms were generated on the date of the complaint. During investigation, a test delivery was performed and no abnormal behavior was observed. The pump was disassembled and fluid ingress was observed to be the cause of the alarms. No cassettes were returned for investigation, so the cause of the fluid ingress could not be determined for either pump. No further investigation is possible. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.